Event description:
It was reported the device system was explanted due to pain at pump implant site and pump has not provided relief of pain/no effective pain therapy, less than 50% therapy relief. It was noted that the system has to be returned to manufacturer. The device system was used to infuse baclofen and dilaudid. Patient status listed as alive, no injury, no adverse event.

Manufacturer narrative:
Patient programmer: model 8835, serial# (B)(4). Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Patient programmer: model 8835, serial# (B)(4). Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Patient programmer: model 8835, serial# (B)(4). Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4).